Event description:
The problem, as reported by the customer, was an 8x55 viper polyaxial screw, was inserted into screw hole where a monarch bolt was removed. Surgeon noted tight fit (high torque) then slipping. Screwdriver handle was turning without screw advancing. Screw extension with driver shaft and tulip head from screw still attached was removed from patient. The screw shaft remained in the patient. Screw shaft was removed with removal tool. A viper 8x50 screw was inserted into same hole successfully.

Manufacturer narrative:
Visually inspected the returned viper polyaxial screw. Noted that the tulip head was dislodged from the screw shank. Also noted that the flex ball ((B)(4)) was broken and flared radially outward. There were substantial circumferential markings on the flex ball. Discussed complaint with rd. Rd indicated that the procedure that the surgeon followed (as described in event details of complaint report form) was off technique. The thread delta (between the monarch and viper screw) is what caused the spike in insertion torque (which potentially caused the screw damage). It is likely that the hole created by the original screw and tap could still leave bone in places that would not normally be seen had standard protocol been followed. No CAPA necessary. Off technique usage deemed to be root cause of the complaint.

Manufacturer narrative:
Device has been received and an evaluation is anticipated but has not yet begun. Upon completion of the evaluation, a follow up report will be submitted.